Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and chronic low back. Information was reported that the patient is currently being shocked by her ins. The patient stated she had to walk through the county metal detector and since then the shocking and jolt sensation has not subsided. It was suggested to turn off the stimulation for a while and then try to turn in back on, and if this does not resolve the issue to contact their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.